Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the ¿noise on the image¿ was reproduced and it was determined to have occurred due to the failure of the cable. No further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the cable unit being twisted, which caused a loose contact. An additional issue with the switches on the scope/camera head not working was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition autoclavable camera head did not display an image. There were no reports of patient harm associated with this event.